Manufacturer narrative:
(B)(4).

Event description:
It was reported that a baclofen patient's pump was refilled with morphine. It was later reported that a pharmacy had mislabeled the medications 'so each patient got each other's drugs.' The medication involved in the refill was compounded morphine 50 mg/ml. The patient's outcome was not provided.

Event description:
It was later added that the patient was ¿doing well¿ and the device worked as it was supposed to.